Manufacturer narrative:
A visual and functional inspection was performed on the returned device and the reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incident(s) there is no indication of a lot specific product quality issue. In this case, the device was prepped prior to use without issue/ leak noted, which would suggest that the device was not damaged prior to use. The investigation determined the reported balloon rupture appear to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous, mildly calcified left anterior descending artery that had restenosed. A 2.5x20mm trek balloon was advanced and inflated but burst below nominal atmosphere. Another same size trek was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.